Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window, and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had been experience high blood glucose values for a week. The customer's blood glucose level was unknown. The customer had been changing her infusion set and site as well as checking the tubing for bubbles. The customer did receive no delivery alarms a few times during bolus and basal delivery. The customer experienced pain at the site and a little redness at the site when changing the infusion set. The customer declined troubleshooting and requested a replacement insulin pump. Advised that a replacement insulin pump would be sent. Nothing further reported.